Event description:
IV infusion tubing for taxol infusion leaking during administration. The leak occurred immediately below the drop chamber on non-dehp tubing. The infusion was immediately discontinued and placed in a secure bag. The remaining drug and tubing were given to pharmacy to dispose of in black bin. No harm to anyone as it was caught very quickly and the dose was remade. Manufacturer response for IV tubing, IV tubing non-dehp solution set (per site reporter). Ongoing concern with baxter IV tubing. Response unknown.